Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room (ER) with reports of receiving multiple shocks. Technical services (ts) was consulted for review of the episodes. Upon review, it was found since the device was last interrogated, approximately five days prior, the patient has received 34 rounds of anti-tachycardia pacing (atp), 24 shocks and 11 diverted shocks. During one of the 21 joule shocks delivered to the patient, the shock caused the ventricular arrhythmia to accelerate into ventricular fibrillation (vf). The vf was successfully converted by a 31 joule shock. Ts recommended the patient follow up with an electrophysiologist and suggested programming changes for device optimization for this patient. The device system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room (ER) with reports of receiving multiple shocks. Technical services (ts) was consulted for review of the episodes. Upon review, it was found since the device was last interrogated, approximately five days prior, the patient has received 34 rounds of anti-tachycardia pacing (atp), 24 shocks and 11 diverted shocks. During one of the 21 joule shocks delivered to the patient, the shock caused the ventricular arrhythmia to accelerate into ventricular fibrillation (vf). The vf was successfully converted by a 31 joule shock. Ts recommended the patient follow up with an electrophysiologist and suggested programming changes for device optimization for this patient. Additional information was received that upon review of the electrograms, the patient experienced a true ventricular arrhythmia and after the patient received shock therapy for vf which was successfully converted, the patient spontaneously went into their true ventricular arrhythmia. Therapy was eventually exhausted, leaving the patient in the ventricular arrhythmia. The device system remains in service at this time. No additional adverse patient effects were reported.